Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information available. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a system malfunction preventing mechanical ventilation. The unit was restarted and case resumed. There was no report of patient injury.